Event description:
Follow-up revealed the patient's system was explanted due to infection.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg incision site. Reportedly, fluid was discharging from the site several weeks ago. As a result, the patient was directed to his physician. Follow-up identified the patient was taken into the or (date unknown)wherein the incision was opened and thoroughly washed the area. During the procedure, the physician removed superficial tissue which looked to be the only infected area. Subsequently, the ipg was thoroughly sanitized and placed back in its original location. Cultures were obtained; however results are unavailable. The physician will reassess the pocket site at a later date to determine the next course of action.

Event description:
Further follow-up identified a culture was not taken as the patient showed no signs of infection at the previous office visit. Oral antibiotics were prescribed as precaution due to mild drainage.